Event description:
As reported to coloplast though not veriifed, patient experienced erosion, pain, incontinence, physical deformity, and the loss of the ability to perform sexually.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.